Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls that would indicate that there was an obstruction in the flow of insulin. There were no damage or deficiencies observed in the pod that would prevent it from operating as intended and no damage that would contribute to the reported dislodged cannula. The adhesive pad and welds were also inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged and blocked cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 400 mg/dl (22.2 mmol/l) while wearing the pod for 48 hours. The reporter stated after bathing, the adhesive separated from their arm, resulting in the cannula dislodging. It was further reported that the cannula was slightly blocked. As treatment a new pod was applied.